Event description:
Additional information was received on (B)(6) 2013 when the physician's nurse stated that the physician cannot provide any further information because the patient's last sleep study was performed in 2006.

Event description:
Clinic notes were received on (B)(6) 2013, which indicated that the patient has a past medical history of obstructive sleep apnea. Good faith attempts for further information from the physician were unsuccessful.